Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient was driving a car when he suddenly fell unconscious. When asked who was driving the vehicle, the patient confirmed that he was the one behind the wheel. However, he had no memory of how the car was stopped once he lost consciousness. According to his wife, the patient managed to stop the car before becoming unresponsive, and she immediately called 911. The patient believed there was an issue with his dexcom continuous glucose monitoring (cgm) device. He mentioned that his display device showed an error for over three hours, causing him significant concern. The patient was waiting for the device to resolve the issue, but nothing changed during the course of the day. His wife corroborated this, saying that the device malfunctioned and contributed to the event that followed. At the time the patient began experiencing symptoms, he was still wearing his dexcom cgm. The patient became unconscious and experienced diabetic coma. The paramedics who arrived on the scene took a bg reading which was 25 mg/dl. The patient clarified that he did not attempt to change the sensor, as there was a brief sensor issue at the time. The patient had been out of an active sensor session for more than three hours before developing symptoms that required emergency care. The paramedics treated the patient with IV medication and the patient regained consciousness halfway to the hospital. The patient was admitted to the emergency room on (B)(6)2025, where he stayed for four hours. He was discharged the same day. Upon arrival at the hospital, the patient was diagnosed with a diabetic coma. At the time of the report the patient was fine. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window for (B)(6)2025. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation on (B)(6)2025. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).